Event description:
Ltv-950 ventricular failed with total shut down while on pt at school with no back-up vent. Pt manually resuscitated until 2nd vent delivered. The co's technical staff observed "grinding" sound at air turbine (air generator) with no evidence of turbine engagement.